Event description:
Boston scientific received information that this lead was an attempted implant. The lead's initial position yielded high pacing thresholds. Upon repositioning, the physician found the lead helix was non-functional. No adverse patient effects were reported. This lead was never in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned and evaluated. The helix was retracted with dried blood/body fluid in the helix housing and neck region. The lead did not pass continuity testing and an x-ray showed the inner conductor coil was fractured at the distal end of the terminal pin. The x-ray of the lead tip showed no anomalies. Medical adhesive was also noted in and around the portion of the lead that operates the helix mechanism. The lead design coupled with procedural factors may have contributed to the inability to extend/retract the helix and subsequent fracture.